Event description:
I use complete moisture plus contact lens solution, recalled two days ago. I got what I believed to be a serious case of pinkeye in both eyes in 2007, and had to seek medical attention. I was prescribed medication which seems to have cleared it up, but my eyes still water quite a bit. I will contact my ophthalmologist to determine if I have the bacterial infection mentioned in the recall. Used in 2007, daily, enough to store my contacts.